Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
Based upon information received from registration form, the ventricular lead was capped due to high threshold and poor sensing. (B)(6) (female).

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling. There were no manufacturing rejects or anomalies of any type recorded in the device history record (DHR). A review of complaints against this lot number identified no additional complaint. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. Threshold elevation is a recognized clinical event referenced in the device's labeling. Oscor will continue to monitor this event type. A review of document, petite & petite j in-process & final inspection, indicates the steps for final post-process inspection. Insertion/withdrawal force test on is-1 connector. Length measurement. Distal spacing. Pull test on connector. Electrical inspection. "D" dimension on is-1 connector. A review of instructions for use (IFU) petite series, provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be left in the heart.